Manufacturer narrative:
The distal tip of the shaft is broken. The movable jaw is free from the shaft and was not returned for examination. The thumb loop of the handle is bent. The break area shows signs of plastic deformation. Dimensional and material specifications were inspected and found to meet print specification. The devices condition is consistent with excessive forces being applied during use. Excessive forces applied to the instrument can result in the instrument¿s failure. Misuse of these instruments may result in bent distal tips or jaws. No root cause related to the manufacturing process can be established. Use error cannot be ruled out.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a rotatable wrap sewing operation, the device fractured on the device operating part. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.